Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 50 units of insulin during the load sequence. Customer added insulin to existing cartridge yet issue persisted. Customer declined loading a new cartridge. Customer¿s blood glucose level was 98 mg/dl.